Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device did not provide distal insufflation in the tunnel. The hospital staff switched out the power to a new insufflation machine and switched out the tubing but still did not get any insufflation. The co2 gas flowrate was 3.5 l/min and pressure of 12 mm hg. IFU recommended gas flowrate is 3-5 l/min to a pressure of 10-12 mm hg. The procedure was converted to an open leg procedure. The patient status from the hospital is that the patient is doing fine.

Manufacturer narrative:
The visual inspection showed no non-conformities on the cannula. The device met performance specifications for the cannula leak rate and the distal insufflation flow rate. In addition, the return short port blunt tip trocar "btt" balloon was also tested to ensure it did not contribute to the insufflation failure. The balloon was inflated and submerged in water with no leaks present on the balloon or the inflation luer fitting. The balloon was measured and met the outer diameter "od" specification. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.